Manufacturer narrative:
Complaint conclusion: when the smart flex 8x60 vas 120cm stent was released to the end, the stent delivery system dragged the stent back 8-10cm, resulting in the stent not positioned at the target release position. It is suspected that there was adhesion between the delivery system and the proximal end of the stent (it was suspected that there was too much glue or other hanging reasons), so the delivery system dragged or bounced the stent back 8-10cm at the end of the release process. The intended procedure was an opening of narrowed blood vessels. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter was 7-8mm. A 6f unknown catheter sheath introducer was used. A 6f guiding catheter was used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 6cm. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. Thrombus was present in the middle of the lesion. The lesion was not pre-dilated prior to stent implantation. The sds did not have to pass through a previously placed stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart flex sds flat and straight outside the patient as per the IFU. There was no unusual force applied during deployment of the stent. The tantalum markers were observed to open symmetrically. The device was deployed without tilt. The procedure was completed by changing to another stent with the same model. An image was provided for evaluation. Per clinician visual analysis, unknown overlapping stents under fluoroscopy were noted on the image. Additionally, stents are noted to be different sizes as per visual analysis. Further imaging and translation required to properly evaluate complaint. The device was returned for analysis. One non-sterile smart flex 8x60 vas 120cm was received for analysis inside a plastic bag. No original packaging was returned. Per visual analysis, the stent of the unit was already deployed from the unit and not returned for its analysis. The strain relief and the hypo tube rod were observed bent. Also, the distal tip of the unit and the distal end of the outer sheath were inspected, and no anomalies were observed on the mentioned parts. Blood residues were observed on the outer surface of the guidewire lumen. No other anomalies were observed. Per dimensional analysis, usable length of unit couldn¿t be properly measured due to the bent condition of the hypo tube rod, as received. Per functional analysis, deployment test couldn¿t be performed since the unit was received already deployed. A product history record (phr) review of lot 254207 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - inaccurate placement¿ was not confirmed since the event reported cannot be properly evaluated due to the nature of the complaint. Also, the distal tip of the unit and the distal end of the outer sheath was inspected, and no anomalies were observed on the mentioned parts. The cause of the bends observed on the strain relief and the hypo tube rod could not be conclusively determined. However, it is reasonable to consider that procedural factors such as vessel characteristics (although unknown) may have contributed to the reported event. Additionally, handlings factors such as the user¿s interaction with the device during use (strain relief and the hypo tube rod were observed bent) may had led to the reported inaccurate placement. Moreover, per the investigation conducted it was reported that thrombus was present in the middle of the lesion and the lesion was not pre-dilated prior to stent implantation. These factors could have additionally contributed to the reported event. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. If resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review, procedural image nor the product analysis suggest that the reported condition could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, when the smart flex 8x60 vas 120cm stent was released to the end, the stent delivery system dragged the stent back 8-10cm, resulting in the stent not positioned at the target release position. It is suspected that there was adhesion between the delivery system and the proximal end of the stent (it was suspected that there was too much glue or other hanging reasons), so the delivery system dragged or bounced the stent back 8-10cm at the end of the release process. The intended procedure was an opening of narrowed blood vessels. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter was 7-8mm. A 6f unknown catheter sheath introducer was used. A 6f guiding catheter was used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 6cm. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. Thrombus was present in the middle of the lesion. The lesion was not pre-dilated prior to stent implantation. The sds did not have to pass through a previously placed stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient as per the IFU. There was no unusual force applied during deployment of the stent. The tantalum markers were observed to open symmetrically. The device was deployed without tilt. The procedure was completed by changing to another stent with the same model. An image was provided for evaluation. Per clinician visual analysis, unknown overlapping stents under fluoroscopy were noted on the image. Additionally, stents are noted to be different sizes as per visual analysis. Further imaging and translation required to properly evaluate complaint. The product will be returned for evaluation.

Event description:
As reported, when the smart flex 8x60 vas 120cm stent was released to the end, the stent delivery system dragged the stent back 8-10cm, resulting in the stent not positioned at the target release position. It is suspected that there was adhesion between the delivery system and the proximal end of the stent (it was suspected that there was too much glue or other hanging reasons), so the delivery system dragged or bounced the stent back 8-10cm at the end of the release process. The intended procedure was an opening of narrowed blood vessels. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter was 7-8mm. A 6f unknown catheter sheath introducer was used. A 6f guiding catheter was used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 6cm. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. Thrombus was present in the middle of the lesion. The lesion was not pre-dilated prior to stent implantation. The sds did not have to pass through a previously placed stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient as per the IFU. There was no unusual force applied during deployment of the stent. The tantalum markers were observed to open symmetrically. The device was deployed without tilt. The procedure was completed by changing to another stent with the same model. The product will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.